Event description:
It was reported that this right ventricular (rv) lead exhibited high shock impedances out of range. There was no abnormal noise confirmed on the electrocardiogram shock waveform, and rv lead damage was not confirmed. At this time the rv lead remains in service. No adverse patient effects were reported.